Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection of both leads revealed that the distal tip was bent at twenty-four degree angle between the helix housing and anode ring confirming the reported clinical allegation. No further testing was performed.

Event description:
Boston scientific received information that during the implant procedure, the tip of this right ventricular lead appeared to be broken. The lead was not implanted and returned for analysis. It was unknown whether the lead tip was fractured or there was a helix malfunction. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.